Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient stated his setting is 4.4 and that setting does not resolve all the neuropathy and he is not sure if it should resolve all of his neuropathy. Patient stated he had adjustment before because he was charging the ins everyday but now he is charging the ins every 2 days. Patient stated in the last 3-4 weeks, lately something odd happening, used to get shocks in the body when laying down on dentist or exam chair he would get shocks in the body, but lately he is sitting in his chair and barely move and get shocks or if he move around and bend over, he get shocks in the body. Agent confirmed patient did not have fall or trauma. Agent recommend patient consult with hcp ofc regarding concerns and shocks.